Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 419688 lead, implanted 2010 (B)(6); (B)(4) ICD implanted 2014 (B)(6). (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The interior svc (superior vena cava) defibrillation cable developed a fracture due to flexing while in vivo. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high impedance when the patient raised their arm. There was a possible fracture reported. The superior vena cava (svc) coil was initially turned off and the rv lead was later explanted and replaced. No patient complications have been reported as a result of this event.